Manufacturer narrative:
Correction: h6 health effect clinical code should include 2194 dizziness.

Event description:
Related manufacturer reference number: 2017865-2021-36740. It was reported that the patient presented to the emergency room with complaints of dizziness and pectoral stimulation. Interrogation revealed that the right ventricular lead exhibited low pacing impedance, pacing inhibition, and loss of capture. The pacemaker exhibited post-paced t-wave oversensing. The source of the extra-cardiac stimulation could not be confirmed. Programming changes were made. The patient was stable.